Event description:
It was reported the xenon light source exhibited a communication error b30 and the image goes black and comes back on its own. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.